Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer complains of lo results. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 90-99mg/dl fasting. Verified the strips expire 7/21/2018. Customer confirms the strips have been properly stored and were first opened 1/1/2016. Reviewed meter memory: (B)(6). Customer runs low on his blood sugars he also has a hard time getting blood from his fingers. Customer does has a history of low blood sugars.